Event description:
A customer contacted baxter's technical service center reporting air bubbles in the patient line during a check patient line alarm while on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power off/on, end therapy and start over with all new supplies. The peritoneal dialysis nurse (pdrn) contacted product surveillance (ps) on (B)(6) 2011 regarding the air bubbles in the line during a check patient line alarm. Per the pd rn, she was aware of the alarm because the hp's brother contacted her. The pd rn stated they started over with new supplies and resumed therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.